Manufacturer narrative:
(B)(4). Batch # r58x7e. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the orange drivers and some staples are out of the pockets. The metal tray surrounding the reload is bent as well. There was no patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58n9z. Investigation summary: both right proximal pan hooks were disengaged and the pan was bent at the proximal end. One double driver was visibly disengaged and trapped between the cartridge pan and body. Upon removing the pan, an additional left double driver was noted to be missing and another displaced and causing the proximal most double driver to be partially engaged and partially deploying its staples. The sled was in the proximal position and intact. All staples were present. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.